Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): 01-6545 (261410) 01-6560 (095610) the device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial bilateral temporomandibular joint replacement. Subsequently, the patient alleges that the device has migrated which is causing pain and hearing loss. No further intervention has been reported to date.